Event description:
It was reported that the device was overheating during a testing by manufacturer sales representative. No medical intervention, adverse consequences, no patient harm or delay to a surgical procedure were reported with this event.

Manufacturer narrative:
Correction: d9; h3. The device was not returned for evaluation; therefore, a root cause could not be determined for the event. H3 other text : device not available/returned for evaluation.

Event description:
It was reported that the device was overheating during a testing by manufacturer sales representative. No medical intervention, adverse consequences, no patient harm or delay to a surgical procedure were reported with this event.